Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance during the home patient's apd therapy. The hp had received a check lines and bags alarm. Reportedly, it was noted that the hp had connected self to the homechoice cassette during priming and had not opened the drain line clamp. The technician repeatedly discussed the proper connecting procedure with the hp and the potential side effects of continuing with therapy. The hp did not wish to discontinue current therapy and hung up on the tsc once the alarm was cleared. No patient injury or medical intervention reported per follow up with healthcare professional.